Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 526 mg/dl. Elevated blood glucose levels were addressed by manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.